Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported arm 4 was broken was confirmed and replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the link 2 belt was found to be damaged/broken that would relate to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto patient side cart fixture test platform (pftp) where during sine cycle, failure analysis notices the unusual noise coming from link 2, replicating the reported event. As result of these findings, failure analysis was able to conclude that the link 2 belt was found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 4 was broken and was faulting with error 22028. The customer advised that when they try to adjust the patient clearance joint, they can hear stuff rattling internally around the elbow joint. The procedure was aborted to another dv system with no reported injury.